Event description:
The reporter stated that a pt with a total wrist fusion plate implant fell, and that hardware in the plate, possibly the screws, were broken. The pt's scheduled for revision surgery for removal and possible replacement of the broken device. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.